Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2015. According to the complainant, during a routine replacement it was noted there was a fitobezoar on the proximal part of jejunal tube. Reportedly, the patient also had duodenal ulcers which could probably be due to the fitobezoar. The patient was put on oral medication until rescheduling of the jejunal tube replacement. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.